Event description:
This lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to high thresholds. The procedure took place at the (B)(6) clinic with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).